Event description:
Pt has intravitreal injection of avastin using a standard insulin syringe (bd) and developed intractable floaters in the eye that interfered with vision. The floaters did not resolve after an extended period of observation. Upon clinical examination, the floaters were attributed to silicone droplets in the eye that most likely came from the barrel of the insulin syringe.